Event description:
It was reported that the device had unexpected longevity as the device reached elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 0184 competitor lead implanted: 2007-(B)(6); 511211 competitor lead implanted: 2012-(B)(6). (B)(4)